Manufacturer narrative:
(B)(4).

Event description:
It was reported that before the operation, the scrub tech tested the shaver and the shaver was not rotating and overheating. When inquiring about the overheating, the materials manager at the facility stated the device was warm to the touch while testing it out. This occurred prior to the procedure so there was no patient impact or procedural delay associate with the alleged event.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on may 17, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of shaver not rotating and overheating could not be duplicated. Unit failed for hand piece sensor fault when mdu was inserted into port a of test control unit. Cause of fault is a defective electronic component on hall board. Mdu motor could still be operated with the footswitch but button functions were dead. Motor/gearbox performed as expected and did not overheat during functional testing. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since mdu and hall board are over 5 years old. A corrective action has been issued to mitigate future recurrences of overheating. A review of the manufacturing records identify that the unit was manufactured on or about september 08, 2010 and reissued as a service replacement on october 26, 2015. Manufacture date identified - 8 sept. 2010. (B)(4).